Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedances of more than 3000ohms. Technical services (ts) was consulted and upon review of the available data several signal artifact monitor (sam) episodes were noted to be recorded which subsequently led to the deactivation of the minute ventilation (mv) sensor. In addition, oversensed noise was observed on the ra lead. This right atrial (ra) lead remains in service. No adverse patient effects were reported.